Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a right side deflation. Patient additionally reported right side "flat down." The device remains implanted.

Event description:
Patient reported a right side deflation. Patient additionally reported "flat down." Healthcare professional later reported "hole in valve." The device has been explanted and replaced.

Event description:
Patient reported a right-side deflation. Patient additionally reported "flat down". Healthcare professional later reported "hole in valve". The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation: observed broken assessed as fold flaw opening. Visibility/palpability: unable to observe since it is not related to the device. As per the investigation procedure crease wear abrasion particles was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.